Manufacturer narrative:
(B)(4). One (1) skyline spring clip driver (product code: 2868-30-300, lot # gm4033301) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture of the driver was located at the driver¿s distal tip. The fractured surfaces of the x15 driver bit are located inside the recess of the driver shaft, as indicated in the report. The fractured tip was provided for analysis. An optical image of the fractured surface of the self-retaining screw driver reveals plastic deformation. The plastic deformation at the spring clip and driver tip indicates a quasi-static torsional shear failure. This suggests the fractured tip underwent a quasi-static torsional shear failure. No material defects or abnormalities were observed in the analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, the fractured surface of the self-retaining screw driver reveals plastic deformation. The plastic deformation at the spring clip and driver tip indicates a quasi-static torsional shear failure. This suggests the fractured tip underwent a quasi-static torsional shear failure. No material defects or abnormalities were observed in the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.

Event description:
Anterior cervical discectomy fusion c5/6. During the case, the surgeon inserted a uniplate screw with the self-retaining driver and the tip of the driver loosened from wear. On closer inspection on the nurses scrub table, the tip was very loose and fell out completely. The scrub nurse was asked to advise cssd of the broken instrument after the case and to have both the driver and the tip decontaminated and packaged for collection by one of our team to be returned to our warehouse. The surgeon was happy to use a different driver on the set to finish the surgery and the patient outcome was not affected. No delay or adverse event.